Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet issued a recurrent alert code 32 indicating a delivery motor communication error, prompting repeated restart prompts across various battery levels, and a replacement device was provided with subsequent normal operation. Symptoms included none, as blood glucose remained in range without adverse events. Outcomes included no injury, no medical intervention, and no hospitalization. The investigation included customer service troubleshooting and the receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.